Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(4), lot no: 068595480. The device history and package insert were reviewed. The product was not returned. (B)(4) - evidence that product in spec when used.

Manufacturer narrative:
Device #4:investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is completed. This is the same event as 1043534-2011-00268, 00269, 00270. (B)(4)

Event description:
Allegedly removed during the revision of another component.